Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that the pt was removed from the 840 ventilator due to ventilator alarmed and displayed "replace o2 sensor". There was no pt harmed or injured as a result of the event. Covidien inspected the device and replaced the oxygen (o2) sensor. The ventilator passed all testing.